Manufacturer narrative:
A partial lead was returned in two portions for analysis. A malfunction based on analysis was found. Visual analysis noted an external insulation abrasion at 21.4cm ¿ 21.8cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device located at the distal tip region of the distal portion. No other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported event was infection was not confirmed by analysis. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion at 21.4cm ¿ 21.8cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to another device located at the distal tip region of the distal portion. No other anomalies were found. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
Date received by manufacturer in 2017865-2023-50171 submitted on 19 oct 2023 should have been "4 oct 2023" rather than "3 oct 2023."